Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that at the completion of a hip replacement, the universal small ao modular coupling snapped and the internal parts "exploded". Intraoperative imaging was required to ensure no parts were in the pt as the wound was open at the time (a delay of 30 minutes for arrival of the imaging device). "The pt was on the table for an extra 30 minutes with an open wound. Due to the cumulative effects of delays during the day, this one included, the last pt on the operating list for the day was cancelled."